Event description:
It was reported that during a device check, a slow heart rate was observed on the electrogram (egm). When initial device interrogation was attempted, no communication could be established, but after a few attempts interrogation was achieved. The device was found to be in backup mode. A premature battery depletion was suspected. The device was explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed, while the reported event of failure to interrogate and device in backup mode was confirmed. The device was in backup mode, and at end of service indicator (eos) level upon receipt consistent with the interrogation difficulty reported by the field. Review of the device image indicates code corruption, which triggered the backup operation. Further analysis showed that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output adjusts itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical analysis performed, after replacing the battery, indicated normal functionality. Additionally, device evaluation at various pulse amplitude measured current levels within normal range, and no indication of premature depletion was noted. The device was monitored with load for several days with normal results. Despite extensive testing, the source of code corruption could not be determined. A longevity assessment was performed based on the average drain current and the device exceeded projected longevity indicating normal battery depletion.